Event description:
During the procedure, the device emitted metal fragments.

Manufacturer narrative:
An eval of the subject device will be performed upon receipt. Upon completion of the eval a f/u medwatch will be submitted.